Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2016, the patient underwent percutaneous coronary intervention and was implanted with a synergy¿ drug-eluting stent. In (B)(6) 2016, the patient presented with active chest pain and unstable angina. Subsequently, enzyme test was performed which revealed negative result. Manual thrombectomy, intravascular ultrasound (ivus) as well as stenting were performed to resolve the clot issue. No further patient complications were reported. The patient's status was stable and was discharged on 600mg plavix.